Event description:
It was reported to philips that the ceiling protective cover fell off. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer inspected the system onsite and identified that the protective ceiling cover had fallen because the safety chain lacked a proper mounting location and was temporarily secured with cable ties. To resolve this issue, fse replaced the ceiling cover. The failure of the protective ceiling cover can be attributed to the issues resolved in philips correction 2023-igt-bst-002. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.